Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. No other info was provided. Caller alleges false negative hcg results. Details as follows: customer performed 2 tests and both came out negative. Pregnancy was confirmed when blood was sent to the lab.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the info provided. This issue will be tracked and trended. Corrective action not required at this time.